Event description:
It was reported that the floating mass transducer (fmt) was extruded from the oval window niche. The patient underwent revision surgery on (B)(6), 2015. In this surgery the fmt was placed on the oval window with a coupler. The next appointment will be on (B)(6), 2015.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on information received the fmt moved from its original position at the round window niche due to unknown reasons. During a revision surgery the fmt was repositioned successfully at the round window. The concerned device remains implanted and in use.

Event description:
The floating mass transducer (fmt) migrated from the round window niche.